Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts are in progress to try and retrieve the device status, correction to the initial MDR in block(s) b5.

Event description:
It was reported that a week post procedure with the farawave ablation catheter, a patient was admitted to hospital for esophageal ulcer. The patient presented melena, weakness, and fatigue. It was noted that the posterior wall was treated during the pulse field ablation procedure (pfa). The patient's hemoglobin level on the procedure day was 12.4 g/dl. No issues occurred during the concomitant procedure. An endoscopy was performed, and they observed la grade d reflux esophagitis with coagulated blood in the esophagus. While a CT scan showed mild esophageal wall thickening with internal fluid. The patient's hemoglobin stabilized to around 7.3 g/dl after multiple transfusions. The patient was discharged and is in stable condition. The device will not be returning as it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts are in progress to try and retrieve the device status.

Event description:
It was reported that a week post procedure with the farapulse device, a patient was admitted to hospital for esophageal ulcer. It was noted that the posterior wall was treated during the pulse field ablation procedure. The patient's condition is currently ongoing.